Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra guide catheter, and a guidewire. During the procedure, the physician injected tissue plasminogen activator (tpa) and subsequently placed the guide catheter in the internal carotid artery (ica) and the ace68 was advanced into the carotid siphon. Next, the 3maxc was passed through the clot towards the target location. The physician removed the 3maxc and guidewire from the ace68 in order to begin aspiration and noticed that the 3maxc was stretched. Therefore, the 3maxc was no longer used in the procedure. The procedure was completed using two other stent retrievers, the same guide catheter, and the same ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 3maxc confirmed stretching on the distal shaft. If the device is forcefully retracted against resistance, damage such as this may occur. Further evaluation revealed that a non-penumbra guidewire was returned protruding through the stretched region of 3maxc. The root cause of this damage could not be determined; however, this damage may cause resistance during manipulation of the 3maxc and guidewire within the ace68. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.